Manufacturer narrative:
The technician found the power cord ground screw wire lug was stripped in the plug. The technician replaced the power cord plug to repair the bed.

Event description:
Info received indicates the bed has a high ground resistance.